Manufacturer narrative:
Event date is approximate. Complaint received from (B)(6).

Event description:
The consumer reported smoke and fire coming out of their sonicare toothbrush handle. No injuries were reported.

Manufacturer narrative:
Model # and serial # were corrected based on the analysis of the returned product. Analysis results: the root cause of the consumer's complaint could not be confirmed as no functional fault was found with the returned product.